Manufacturer narrative:
A sample device was not returned for analysis. Iol complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation plastic material and plastic fibre have been found on the lens. The lens was removed from the eye is the same procedure. Additional information has been requested and received stating that the fibers on the posterior surface of the lens after implantation might have come from the cartridges.

Manufacturer narrative:
The lens was not returned for evaluation. Three videos were provided. It cannot be determined which of the indicated files correspond to each video. Evaluation was placed in the three files indicated on the power point page. All three-video showed yellow lenses with refractive rings. A strip of linear material was observed on the posterior surface of the lenses in the video. The material was removed in each case and the lenses remained implanted. It cannot be determined if the associated products are qualified because the lens model and diopter were not provided. A root cause could not be determined for the reported material on the lens. The lens remains implanted. Based on the review of the videos and the returned used company cartridges, the reported material may have been internal coating material from the damaged company cartridges. The model and diopter of the lens was not provided. It is unknown if qualified products were used. Per the instructions for use: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Alcon foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received and was clarified that the plastic material was a cellophane material and it was removed. Additional information was received stating the plunger in injector may not be straight or may be loose. Clarification was received stating that the lens was not explanted in the initial procedure rather the foreign material was removed.